Manufacturer narrative:
Device issue was unconfirmed. A review of the device history record showed the device had a manufacture date of 06/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the plunger force calibration failed. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the plunger force calibration failed. No patient involvement is noted.